Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the tubing was attached to a patient who was in a crib with the siderails up. Upon the rn assessment it was found that the tubing had separated and that there was a large puddle of fluids noted around and under the patient's IV pole. There was no report of patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked was confirmed. Visual inspection showed that the silicone segment was completely separated from the upper fitment. No crush marks were observed on the upper or lower fitment. Functional testing was deemed unnecessary due to the separation. Dimensional testing was performed and the pumping segment measurements were within specification. The root cause of the failure was not identified.